Manufacturer narrative:
Date of submission 11/06/2017 the device has been returned and evaluated by product analysis on 11/01/2017 with the following findings: there was evidence of moisture behind the display. Pump reboot events were observed in the pump's black box. There was a crack in the pump casing near the display where the moisture originated from. Moisture was found on the internal components of the pump. The power complaint could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.